Event description:
A foreign body migrated to pulmonary artery of pt. Pt suffered no harm. Upon removal, foreign body was discovered to be about 6cm piece of "gw" wrapping for 3fr pqc inserted 30 days earlier.